Event description:
It was reported that during the tka, it was difficult to combine the femoral impactor/extractor and the slide hammer/extractor due to a deformation of the impactor handle.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.